Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed loci high-sensitivity troponin I (tnih) patient sample results for one patient obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample results were obtained on two (2) samples drawn from a patient and processed on a dimension exl 200 system. The falsely depressed results were reported to the physician(s) and were not questioned. Correct results obtained on another sample from the same patient were also reported to the physician(s). The reported falsely depressed results were not corrected. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih results.

Manufacturer narrative:
Additional information (29-aug-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc noted no instrument errors and the aspiration pressure profiles and level sense showed no issues with any of the samples. The instrument data showed that low results were obtained consistently for the first and third sample on both the dimension exl 200 systems. The customer reported that the low results were considered discordant. Sample recoveries from the hsc instrument data review are summarized below: first sample collected sample ID: (B)(6). Result obtained on the dimension exl 200 system, serial number (s/n) (B)(6) on (B)(6) 2022 at 21.25: 6.5 ng/l. Same sample reprocessed on the dimension exl 200 system, serial number (s/n) (B)(6) on (B)(6) 2022 at 03:09 resulted: 7.5 ng/l second sample collected sample ID: (B)(6); result obtained on the dimension exl 200 system, serial number (s/n) (B)(6) on 28-jul-2022 at 23.25: 233 ng/l same sample reprocessed on the dimension exl 200 system, serial number (s/n) (B)(6) on 29-jul-2022 at 00:54 resulted: 251.2 ng/l third sample collected sample ID: (B)(6) result obtained on the dimension exl 200 system, serial number (s/n) (B)(6) on 29-jul-2022 at 01.58: 9.1 ng/l same sample reprocessed on the dimension exl 200 system, serial number (s/n) (B)(6) on 29-jul-2022 at 02:27 resulted: 8.5 ng/l hsc notes that for the second sample with high results, a potential sample identification issue such as wrong sample processed or the wrong patient collected, cannot be confirmed without direct evaluation of the sample or any of the available data. No product non-conformance was identified with the tnih assay or the dimension exl 200 system. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section b3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00224 was filed on 23-aug-2022. Additional MDR 2517506-2022-00261 is filed based on the hsc investigation.